Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus. The customer's blood glucose (bg) level was impacted (250 mg/dl) during troubleshooting with tandem technical support, a system check was performed and the insulin was found to possibly be the cause of the alarm. The customer stated insulin consistency was thicker and gel like. Reportedly, the customer had the cartridge in use for 7 days. The customer indicated that they would change out the cartridge and tubing and take a bolus to stabilize bg level.